Manufacturer narrative:
The device evaluation was completed on 15-mar-2023. It was reported that a patient was to undergo an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with the luer lock leaking was observed. Device evaluation details: according to the photo provided by the customer, only the 3-way stop cock was observed, however there is no evidence of a leakage in the photo. The photo does not provide sufficient information related to the leakage reported event and therefore no result can be obtained from it. The customer complaint was not confirmed based on the photo received. The product was returned to biosense webster (bwi) for evaluation. Bwi conducted visual inspection and deflection test of the returned device. Visual analysis of the returned sample revealed a crack in the luer hub. No other physical damage was observed on the carto vizigo sheath. A leak test was performed, in accordance with bwi procedures. It was observed that the device did not pass the leak test, since it was leaking from the fissure. Therefore, the device was sent to the supplier to perform an in-depth investigation. The supplier conclusion identified that the failure mode is related to the valve not being assembled per design specification. It was assembled with a fissure which was sourced from an outside supplier. The fissure in the three-way stopcock issue is related to a deficiency of the supplier manufacturing process of this component. An internal action was opened to address this issue. A device history record review was performed for the finished device 50000094 number, and no internal actions related to the complaint were found during the review. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient was to undergo an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an issue with the luer lock leaking was observed. During the preparation of the vizigo¿ sheath, the nurse noted a leak at the luer lock, as water came out. This occurred pre-op, during preparation. The sheath was replaced before it was used. No additional issues were observed on the patient, and everything was okay. No adverse patient consequence was reported. There was no physical damage reported for hemostatic valve/ brim cap/hub. The stopcock valve was flushed prior to inserting the catheter. The complaint was reported without any reference to a possible damage of the packaging, nor anything out of the ordinary before opening the device.

Manufacturer narrative:
Date of event: actual date of event is unknown and therefore, this field is reflecting (B)(6) 2022. (B)(6). The biosense webster, inc. Product analysis lab received the device for evaluation on 04-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).